Manufacturer narrative:
Visual inspection performed by r&d project manager: the component 68.11.200 (metal gear cap) is dismounted by the frame. According to the drawing, the component is assembled on the gear 68.11.192 by interference. The cap has small scratches on the internal surface, probably due to the application of lateral force on the knob. The functionality of the cap is to cover the gear and improve the gear centering. The functionality of the frame is "guaranteed" even without the presence of the cap.

Manufacturer narrative:
Batch review performed on 29 apr 2019: lot 1852695: (B)(4) items manufactured and released on 12-sep-2018. No anomalies found related to the problem. To date, no similar event has been reported. Preliminary investigation performed by r&d spine manager: from the pictures enclosed in the complaint and based on the description of the event it's not possible to identify a root cause of the event. A deeper analysis can be performed during the visual inspection.

Event description:
During the fluoroscopy control, the medical staff discovered a metal part inside the patient, it was the posterior gear of the mis lateral frame. The broken part has been removed successfully and the surgery was completed.